Event description:
Venous header loose on fresenius optiflux f180 nr and started leaking blood while patient on dialysis. Staff stopped treatment, checked dialysate for presence of blood with blood leak strips, results negative and through out entire dialysis circuit. Upon setting up new treatment circuit, staff member discovered another loose venous header on f180 nr (lot# 22du07003). Dialysis medical director, dialysis clinical manager and supply chain management and fresenius medical were made aware. All f180's with lot# 22du07003 removed from circulation in dialysis clinic and supply storage area. FDA safety report ID # (B)(4).